Event description:
While reviewing the patient's programming history, it was noted that a generator diagnostic test was performed on (B)(6) 2008, which changed the patient's settings. The physician corrected all parameters to their previous settings except for the pulsewidth and magnet pulsewidth before the patient left the visit.

Manufacturer narrative:
Analysis of programming history.